Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood in the inflation lumen. The device was pressurized with an inflation device filled with water. A pinhole was identified in the balloon wall at the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery (rca). A 15mm x 2.50mm nc quantum apex balloon catheters was advanced for dilatation and on the first inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was inflated for a few seconds and after it ruptured, the device was completely removed from the patient.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery (rca). A15mm x 2.50mm nc quantum apex¿ balloon catheters was advanced for dilatation and on the first inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.